Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828804pl) was implanted on an unknown date. After the initial surgery, patient became symptomatic with hydrocephalus and experienced impaired balance and confusion. The patient's shunt was found to have broken from the valve to the siphon guard during the revision. All broken parts were recovered and an x-ray was taken to ensure that no parts were left inside the patient. The valve was removed and replaced on (B)(6) 2024. The patient is doing well.

Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. Unique device identification (UDI): (B)(4). Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; the siphon guard was broken. Cuts marks were noted on the housing and siphon guard. The complain was confirmed. Root cause analysis - the root cause for the ¿siphon guard broken¿ is due a sharp or pointed object coming into contact with the valve, as noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.